Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy. According to the reporter: the tip part of the device broke. The fallen piece could be retrieved. Another device was used to complete the case.